Event description:
Complainant alleged that while monotoring a pt the device advised shock for a rhythm the medics believed was not shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.